Event description:
It was reported that an attempt was made to use a admiral xtreme to treat a lesion. Embolic protection was not used. The device prepped per IFU with no issues identified. The device did not pass through a previously-deployed stent.  Resistance was not encountered when advancing the device. Excessive force was not used. A non-medtronic inflation device was used. It is reported there was a pinhole leak on first balloon inflation. When physician first inflated the device, the pressure did not reach more than 8atm. The balloon deflated when pressure was increased. Another admiral extreme balloon was used to complete procedure, with no issues. No patient injury reported.

Manufacturer narrative:
Product analysis #811294563:device received in a shelf oiled in a shelf carton, luer scan 228813122 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. The device was flushed. A 0.035¿ guidewire was loaded. When the balloon was inflated a leak was found on the proximal end of the balloon. Image analysis: the customer returned one video clip. The video clip shows an inflated balloon with a leak on the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.